Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 415mg/dl. The customer treated with insulin. Customer indicated that their doctor has not been contacted and their blood glucose value was 60 mg/dl at the time of the call. Troubleshooting was performed and found that the customer may have inserted the sensor incorrectly and was advised on insertion technique. It was also found that the pump passed the watertight test. Customer was advised to monitor the pump, follow up with their doctor and to call back if any further issues. No further assistance necessary.